Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes reports that in the shelf packs it's randomly found tubes with a higher gel quantity. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿customer reports that in the shelf packs it's randomly found tubes with a higher gel quantity. The ratio is approximately 10 tubes with a higher quantity of gel in each tray. The exact amount is still unknown.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the attached photograph shows 1 tube with the double gel in it. 100 retained samples were visually inspected, no double gel was found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes reports that in the shelf packs it's randomly found tubes with a higher gel quantity. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿customer reports that in the shelf packs it's randomly found tubes with a higher gel quantity. The ratio is approximately 10 tubes with a higher quantity of gel in each tray. The exact amount is still unknown.¿